Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with striae in the right eye (od) that was discovered at a post treatment. Patient's chief complaint was of blurry vision. It was stated that the patient did not experience a loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Secondary surgical intervention (flap lift and stretch) required. Bcva from (B)(6) 2019: right eye pre-op 20/20 1.25 x -4.75 x 175. Left eye pre-op 20/20 .50 x -2.25 x 10.